Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer adminstered a correction bolus via pump to address bg. The customer reverted to an alternate method insulin therapy.